Event description:
It was reported that the pulse generator exhibited noise on the atrial channel which caused auto mode switching. The noise occurred fifty one minutes after the hour every time. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.